Event description:
Interruption in inotropic therapy reported. The pump alarmed "error 9" (not pumping related to no encoder signals) during a continuous primacor infusion. The pump was infusing at 11ml/hr (0.5mcg/kg/min) when the alarm event occurred. Therapy was interrupted for approximately one and one half hours before the replacement could be delivered. There was no pt harm or adverse event reported related to the interruption in therapy. According to the customer contact, "the pt's blood pressure remained within acceptable limits". Though requested, there was no add'l info available.